Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 545mg/dl which was treated with insulin pump and needle as insulin pump was not working correctly. Customer had symptoms like dizziness, could not walk, heart beating fast. Customer¿s current blood glucose was 187mg/dl. Drive support cap appears normal. Customer reports insulin exited at the qr. Customer performed displacement test and passed the test. Insulin pump will not be return for analysis.